Event description:
It was reported that, "during anesthetic induction, when performing a left internal jugular puncture and attempting to pass the mac catheter, it was evident that the tip was "flooded," so a new medical device was requested." There were no reports of patient injury, harm, or adverse health consequences associated with the event. The patient's condition was reported as fine. No medical intervention was necessary, and the procedure was completed after switching to another device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The image shows a dilator with signs of use observed and a misshapen tip. The tip appears thinned and the edges flared. The complaint of a damaged dilator tip was able to be confirmed by the photo; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged." The IFU also states, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that, "during anesthetic induction, when performing a left internal jugular puncture and attempting to pass the mac catheter, it was evident that the tip was "flooded," so a new medical device was requested." There were no reports of patient injury, harm, or adverse health consequences associated with the event. The patient's condition was reported as fine. No medical intervention was necessary, and the procedure was completed after switching to another device.